Manufacturer narrative:
The patient experienced severe hyperglycemia requiring emergency department treatment after consuming multiple sugar-containing beverages without entering a meal announcement into the iLet. The patient denied infusion-set abnormalities, including leakage, tubing kinks, or a bent cannula, and no supply-related concerns were identified. The patient reported consuming significant amounts of sugar-containing pink lemonade without announcing the carbohydrate intake, after which blood glucose increased to 531 mg/dL. Based on the available information, the event is attributed to missed meal announcements, resulting in insufficient insulin delivery for carbohydrate intake and subsequent hyperglycemia requiring emergency medical intervention. No device malfunction, incorrect insulin delivery, or device performance issue was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (b)(6) 2026, it was reported that on (b)(6) 2026, the patient experienced hyperglycemia with a highest confirmed blood glucose of 531 mg/dL after consuming sugar-containing beverages without entering a meal announcement into the iLet. The patient experienced nausea, dizziness, and fatigue, called EMS, and was transported to Conway Medical Center, where treatment with subcutaneous insulin pens was administered. The patient was observed in the emergency department for approximately 4¿5 hours and discharged the same day. No permanent injury was reported.